Event description:
Exceptionally elevated normalized hematocrit result sent to prescriber. This result was not acknowledged as aberrant despite being clinically impossible. If clinical actions had occurred based on this reported result, patient injury could have occurred. Other errant results were reported by this facility on the same date of service bringing into question any results within normal limits or that did not skew to create an alert. There is no comparable test available to clinically correlate test results.